Manufacturer narrative:
The device was evaluated by customer only.

Event description:
This report is based on information provided by philips authorized service provider (asp) and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm100 indicating that the operational check failed. There was no patient involvement at the time the issue was discovered. The device was evaluated by customer only. Customer confirmed that device was back to work functionally after restarting. Reported problem was unable to reproduce. The reported problem was not confirmed. The device was operational after restarting the device. Device passed all required tests, and it remains at customer site. The investigation concludes that no further action is required at this time.